Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump's keypad was not responding properly. The caller stated that the escape and act buttons were unresponsive, and the others were hard to press. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 103 mg/dl. The customer's daughter was advised that the insulin pump would be replaced and agreed to return the product for analysis.